Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with gentamicin (intraperitoneal, dose and frequency not reported, duration not reported but treatment ongoing at the time of this report) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.